Manufacturer narrative:
Exemption e2015054. (B)(4). The 1 reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction events which is associated with undesired damage or breakage of those materials used in device construction. Patient information is not confirmed for the events.